Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing r-waves, leading to false detection. The device is still in use. No further patient complications have been reported as a result of this event.